Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they were experiencing low blood glucose level 34 mg/dl which was treated by eating food. Customer reported that the insulin pump was over delivering. Customer was using insulin pump within 48 hours of reported event. The auto mode feature of the insulin pump was not active at the time of low blood glucose event. The insulin pump will be returned for analysis.